Event description:
It was reported that the system required several reboots and then began "flashing diodes and an alarm sounded." This issue is indicative of a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.